Manufacturer narrative:
The consumer reported that the patient had a tooth type of 2, primary stability was achieved, consumer also reported failure to osseointegrate and that the time of loss in time of relation to restoration was before prosthetic restoration.

Event description:
The consumer reported that the patient had a tooth type of 2, primary stability was achieved, consumer also reported failure to osseointegrate and that the time of loss in time of relation to restoration was before prosthetic restoration.